Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient was admitted to intensive care uint (ICU) on (B)(6) 2025 due to diabetic ketoacidosis (dka). The blood glucose level at the time of admission was 471 mg/dl with elevated ketones. It was also reported that the patient experienced occlusion on the same day. The patient got treated with intravenous insulin and fluids. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.